Event description:
Rn (registered nurse) reported: scanned 50 ml bag of fentanyl at 0920am. Fentanyl being infused at 6 ml/hr (300 mcg/hr). Went and checked my drips at 14:20 and noticed my fentanyl drip only had 4 ml left in chamber. This was strange to me because the infusion had been going at 6 ml/hr, which means the drip should last at least 8 hours until the bag is empty. Nurse manager was on unit when I ordered a new bag and informed her of the missing medication and my concern. I placed a biomed order in for the IV channel on the intranet for the channel that the fentanyl was running though to be interrogated. Critical care patient who was currently on ventilator at time of this event. No patient harm. Biomed shipping out pump this week to bd for pump to be inspected.